Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover has corrosion and adhesive on bending section cover has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, the most probable cause for corrosion on c-cover was traced to component failure. And the most probable cause for foreign objects on adhesive on bending section cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported altered vision during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.